Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited sudden high out of range pace impedance measurements on the right atrial (ra) lead. The involved lead is a non boston scientific product. No noise was observed. Technical services (ts) was consulted and recommended to continue to monitor or bring in the patient to further evaluate the ra lead since it has been implanted since 2005. No adverse patient effects were reported. This device system remains in service.